Event description:
Unomedical contact detach insulin infusion set tubing became detached which resulted into 370 blood sugar overnight and ketones. I was given a letter by animas being warned that this might happen. I can't believe that the company knows this is happening but no one will recall the defective device. I have 38 infusion sets with the same lot number and I am being asked to take a gamble with each insertion that this may or may not happen again.